Event description:
Procedure type: hernia. According to the reporter: the pt underwent a para-stoma hernia repair. The hernia repair went fine. The pt was discharged. The pt came back to the hosp 5 days later. The pt was evaluated and had a perforation in the small bowel, and this perforation was corrected. The pt was brought to ICU. Allegedly, the pt did not respond well and condition deteriorated, and the pt expired. Additional info has been requested.

Manufacturer narrative:
(B)(4)